Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 220095h and 240045h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the plumset for a piggyback delivery of an unspecified medication. After the piggyback medication delivery was complete, the option-lok male adapter of a second plumset was connected to the distal clave y-site of the initial plumset to deliver an unspecified concentration of taxol. After the delivery of taxol was complete, the customer contact reported that the initial plumset was flushed with an unspecified volume of normal saline. After an unspecified length of time, the option-lok male adapter of the secondary tubing set was disconnected from the clave secondary port of the initial plumset. At an unspecified time, the option-lok male adapter of a second secondary tubing set was connected to the clave secondary port on the cassette of the initial plumset for a piggyback delivery of an unspecified concentration of carboplatin. It was reported that after the piggyback delivery was started, the pump alarmed for occlusion. At this time, it was reported that the nurse disconnected the option-lok male adapter of the secondary tubing set from the clave secondary port of the plumset and the silicone sleeve of the clave secondary port remained in the depressed position. The plumset was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.